Manufacturer narrative:
510k: this report is for an unknown synthes universal spine system/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: kramer m, et al (2005). Device-assisted muscle strengthening in the rehabilitation of patients after surgically stabilized vertebral fractures. Archives of physical medicine and rehabilitation. Volume 86. Page 558-564. (Germany). The objective of the present study was to assess the effects of a device-assisted muscle strength-building exercise program on the paravertebral musculature, including the surgically traumatized multifidus muscle and the intact longissimus and iliocostal muscles. 15 patients who had undergone temporary dorsal osteosynthesis with placement of an internal fixation device for treatment of a fracture in the thoracolumbar spinal column, were included in the study. There were 9 men and 6 women with a median age of 36 years (range, 18-57 years). All patients had been implanted with an unknown synthes universal spine system. The internal fixation device was removed from all patients within 6 months. Median follow- up from device removal to initiation of exercise training was 13 months (range, 6-24 months). Complications were reported as follows: all patients reported overwhelming residual complaints (pain symptoms)and restriction of motion despite exhaustion of conservative methods, including intensive physiotherapy. 6 patients exhibited neurologic symptoms including sensory disturbance in 2 patients, motor deficits in 2 patients and combined sensory and motor deficits in another 2 patients. This report is for an unknown synthes universal spine system. This is report 1 of 1 (B)(4).